Manufacturer narrative:
The device has not been returned/received. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure and hyperglycemia or to determine its root cause. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient¿s blood glucose level was "high" (>22.2 mmol/l,>400 mg/dl). The pod was worn between 5 and 24 hours on the abdomen. It was noted that the pink slide moved forward, and the cannula was inserted in the infusion site. Upon removing the pod, the cannula was not visible. Hyperglycemia treated with a pen correction and a new pod.

Manufacturer narrative:
The device was received with the cannula assembly fully deployed. Inspection of the device data found that the device completed both priming sequences and was deactivated by the user at pulse 3191. No housing or environmental seal damage was found. No damages or deficiencies were observed to the needle mechanism components that would result in the cannula retracting. The needle mechanism was reset to the not deployed state, and then manually deployed. The cannula did not retract during this test. The device was found to function as intended.